Event description:
During a percutaneous transluminal angioplasty (pta) to an unknown lesion the balloon was reported to have ruptured while filling with contrast. No vessel characteristics were provided. There was no reported patient injury. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.